Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End-user reports that there was blood in pouch; end user went to physician office for evaluation; CT scan was ordered. Physician unsure if bleeding was from stoma or skin but bleeding did not occur again and there were no other effects noted. Instructed end user to monitor due to oral medication plavix.